Event description:
A patient's pump had undergone a motor stall, and the patient was in a lot of pain. A two tone critical alarm was heard every 3 to 4 hours. The motor stall was confirmed in the event logs with no motor stall recovery recorded. The stall had occurred on (B)(4) 2010 at 11:48. The patient's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).